Manufacturer narrative:
Zimmer biomet (B)(4). Date of event unknown / not provided. Premarket identification PMA/510(k) number: k072642.

Event description:
It was reported that the screw in dental site 14 fractured. The implant is in good condition.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two certain® titanium large hexed screws (ilrght) were returned for investigation. Visual evaluation of the as returned products identified signs of wear from use, and fracture across the threads. No pre-existing conditions were noted on the per. The reported product was located on tooth sites 24 and 26 (fdi), and used for an unknown period of time prior to fracture. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 1222411. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (1222411) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.